Event description:
The information provided to sjm indicated that a 6f angio-seal vip was selected for use. Two and a half hours post-procedure, the patient reported numbness, pain, and tingling in the leg while ambulating. The vessel was re-catheterized and ballooned for 30 minutes while the obstruction was cleared. Arthrectomy/thrombectomy devices were used to remove as many collagen remnants as possible. Blood flow returned and the patient was discharged.